Event description:
Subsequent to the initial MDR being filed, additional information was received from the site which confirmed the foxcross was a 5x20x80cm.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat an almost totally occluded, proximal stenosed anastomosis of a femoropopliteal bypass, a 6x20x80 foxcross percutaneous transluminal angioplasty (pta) catheter was prepped per the instructions for use, advanced and inflated. The pressure went over the nominal pressure but could not be held. A leak in the hub was seen; however, the applied pressure was enough to dilate the lesion. No other device was used to treat the lesion and the procedure had a good outcome. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak at the base of the side arm, which prevented the balloon from holding pressure. A search of the complaint handling database was performed and no other incidents were identified from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on the related records review, review of the elhr for this lot and expanded records review, there is no indication that the larger population of product is affected, as this appears to be an isolated incident. The performance of these devices will continue to be monitored.